Event description:
Clinic representative contacted dexcom technical support on (B)(6) 2014 on trial patient's behalf to report intermittent out of range on (B)(6) 2014. At the time of contact the clinic representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).